Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures.

Event description:
It was reported that the procedure was to treat the proximal left anterior descending (lad) coronary artery with 80% stenosis. The lesion was pre-dilated with a 2.75x12 mm balloon at 12 atmospheres (atm) and the 2.75x38 mm xience alpine stent was deployed. A distal edge dissection was noted so a 2.75x8 drug eluting stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.